Event description:
No additional event information has been provided.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. Correction: d4 (lot number). Production record review: the device history record was reviewed and found no deviations, non-conformances, or other issues related to the reported event. The nail met all inspection, specification, and release criteria. Device evaluation findings: visual inspection of the returned product found the nail was fractured. Functional testing could not be performed due to the condition of the nail. The nail thickness at the broken region was measured and found to meet specifications. Based on reported information, no event in particular was reported to have occurred which could have led to the nail breaking. However, based on the type of breakage observed, it is probable that the nail broke due to stress generated from weight bearing activities. Device labeling review: per the precice stryde instructions, ¿...the precice stryde nail cannot withstand the stresses of full weight bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs..."

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling. Device has not been returned.

Event description:
Information was received that a revision procedure was performed on an (B)(6) 2020. As per the reporter, the nail is broken. No patient injury was reported.